Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to discharge via the external paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicate that the patient subsequently recovered.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that defib pad lead faults occurred while the device was charging and after the charge cycle was completed. The lead faults were attributed to significant artifact on the ECG baseline. The log also shows that when the device recognized a viable patient impedance, it was capable of delivering therapy. This report has been attributed to poor coupling of the external paddles to the patient's skin. Analysis of reports of this type has not identified an increase in trend.